Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that a red alert had been generated for this system due to a pacing impedance measurement greater than 3000 ohms on the atrial channel. The patient was brought into the clinic for testing. Initial impedance measurements were stable; however, impedance was greater than 3000 ohms when the patient leaned on his left arm. Noise and oversensing were also observed. A revision procedure was performed and lead damage was revealed due to subclavian crush. It was noted that the lead had been implanted in a very medial position. The lead was removed from service and replaced. No additional adverse patient effects were reported.